Manufacturer narrative:
The device was scrapped by stryker and the root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is open. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer receive a replacement device to resolve the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is open. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.